Event description:
(B)(4). In (B)(6) 2007 one month after being implanted with essure I woke up in a "pool of blood" and was having excruciating pain on lower left side of my pelvic area. Went to the emergency room. I would continue to experience lower abdominal pain mostly left sided, heavy bleeding, and severe cramping from 2007 till this day. In 2012 exactly 5 years of being implanted I would start to have severe problems. (B)(6) 2012 I began to get migraines lasting 5-7 days, dizziness, stomach bloating that leaves my stomach rock hard, severe lower abdominal pain, heavy menstruation with multiple cycles within the month, painful sexual intercourse, nausea, fatigue, hair loss, memory fog, repeated urinary tract infections with blood in urine, unexplained weight gain, teeth breaking, low blood pressures, metal like taste in my mouth, loss of taste buds, lack of interest in sex, uncontrollable itching all over my body, unexplainable rashes in various places on my body, excessive discharge, brain shocks, stroke blood clots, ringing in ears, swelling in ankles, sleep apnea, hair growth in facial area, vitamin d deficiency, insomnia, uncontrollable sweating, always feeling hot. Was diagnosed with fibromyalgia in 2013.